Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis of provided patient files showed that the device was properly working.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis of provided patient files showed that the device was properly working.